Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced 2 episodes of ventricular fibrillation (vfib) and asystole and multiple firing of the implantable cardioverter defibrillator. Epinephrine was initiated and vfib changed to ventricular tachycardia (vtach). The family requested that the patient be dnr/dni with comfort care. The patient expired due to cardiac arrest and no autopsy was performed. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Cardiac arrhythmia is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.